Event description:
Country of complaint: (B)(6). The thread is breaking.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on cassette label. Opening's date is not written in the cassette reviewed, so we can not carry out any analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill specification. Knot pull tensile strength before releasing the product fulfilled the requirements of the product. On the cassette label you have the next indication: once the cassette is open, the date of cassette's opening should be written on the label. The cassette pack received does not have any date written. Once opened, the content of the cassette should be used within 4 months and prior to expiration date. In spite of receiving the defective cassette, without the opening's date written in the cassette a suitable analysis cannot be performed. Corrective/preventive action: not applicable.